Event description:
The customer reported to philips healthcare that the device required the energy select switch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.